Manufacturer narrative:
No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a defective servo module (inspiratory valve). In consequence (correction) msp hamilton-g5 inspiration valve with part number 10082605 was replaced. There was no patient or user harm.

Event description:
Biomed reported that the g5 ventilator was making a high pitched squeal, biomed opened up machine and now says its not working at all where it isnt dispensing gas out the inspiratory port and also coupled with 5509 error code 2803, 2801, 2804, 9907, 2414, 2402.